Manufacturer narrative:
The manufacturer received information alleging an active exhalation valve failed went off on a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was replaced with another device. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that there were no abnormalities found inside of the device. The service technician reviewed the device's error log and found no records indicating any malfunctions of the device. The service technician alleged an issue with the active exhalation valve in the circuit for this device. In conclusion, the device's proportional valve and three-way solenoid were replaced to address the issue. Additionally, during the service of the device, the air inlet foam filter, particulate filter, and muffler assembly were replaced for preventative maintenance unrelated to the reportable issue.

Event description:
The manufacturer received information alleging an active exhalation valve failed went off on a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was replaced with another device. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.